Manufacturer narrative:
B5. Additional event description added. D4. Catalog, lot, expiration date and primary UDI number added. H4. Device manufacture date added.

Event description:
Additional information was received that reports the cassette will be returned for investigation.

Event description:
The complainant reported a purge pressure low alarm. No signs of pump thrombosis with adequate continuous anticoagulation infusing. No leaks or signs of damage to integrated impella purge sidearm. Purge cassette swapped and primed per console instruction, but new purge cassette not advancing purge solution despite manual compression of purge bag to advance through tubing. A third cassette was obtained and primed again per console instruction with issue resolved and patient well-supported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Additional event description added. D9. Is device returned to manufacturer? And date device returned to manufacturer added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Additional information was received that reports the patient survived the procedure.